Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The mega suturecut needle driver instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. It was noted that the root cause of the broken distal instrument grip cable was attributed to a component failure. For clarification, the grip cable fragment was not returned along with the instrument. Further evaluation discovered the instrument grip cable had broken off at the location of the distal pulley. No damages were found on the instrument. This failure is attributed to component failure. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A log review was conducted, which resulted in the following findings: the logs show the customer last used the mega suturecut needle driver instrument part # 471309-15, lot # n10201123-0218 on (B)(6) 2021 during a radical w/lymphadenectomy prostatectomy procedure with system (B)(4). The instrument had 3 lives remaining. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or procedure video was provided for review. Based on the information provided, this event is being reported due to the following conclusion: it was alleged that the mega suturecut needle driver instrument broke and a small piece fell into the patient. Failure analysis confirmed the instrument breakage that resulted in a fragment fall inside the patient was attributed to a component failure. The fragment was retrieved during the same procedure and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, a cable from the mega suturecut needle driver instrument broke and a small piece broke off. The customer immediately retrieved and an x-ray was taken at the end of the case to ensure nothing was left behind that they initially did not see. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed the reported issue occurred on (B)(6) 2021 during a sacrocolpopexy procedure. It was unknown if the instrument had been inspected prior to use; however, no damage was reported. The reporter did not know how long the instrument had been in use prior to the reported issue. The surgeon did not notice any issues with the functionality of the instrument during the case. The surgeon was suturing when the fragment fell into the patient. The reporter did not know if there was any instrument collision or if the fragment that fell into the patient was because of a collision. When the fragment fell, the surgeon took another robotic instrument, picked it up, and handed it to the fa. A full abdomen and pelvis x-ray was taken and no additional surgical procedure was required. The reporter stated there might have been too much tension placed on the instrument possibly resulting in the instrument fragment to fall. Prior to the instrument breaking, it was not removed during the case. Upon final removal of the instrument, the wrist was straightened and the staff did not feel any resistance when removing through the cannula. No damage was observed to the cannula or instrument after removal. A backup mega suturecut needle driver instrument was used to complete the procedure. The patient did not return to the hospital for any post-surgical complications related to retaining a foreign object. The procedure was completed robotically with no patient injury or harm.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2, and h10. The following additional information was obtained advance failure analysis (afa): in regards to the missing fragment, it was difficult to conclusively identify whether any cable fragment is missing due to the nature of the failure along with the fact that no fragments or other pieces were returned with the instrument.